Event description:
Device malfunction: none. Time of symptoms/ae: during vessel closure. Symptoms/ae: hematoma. It was reported that a physician trained in the use of the starclose device attempted an arteriotomy closure of the femoral artery after an interventional procedure. The physician felt that the puncture site was high at the bifurcation, however, the physician proceeded to deploy the clip. The pt vomited and a hematoma developed at the wound site. Manual compression, a safeguard, and a femstop device were used to achieve hemostasis. The pt was hospitalized for 5 days unrelated to the starclose device. Though requested, no add'l info was available.

Manufacturer narrative:
The device remains in the pt. A review of the lot history record could not be performed, as the lot number was not reported.